Event description:
Livanova deutschland received a report that an essenz roller pump 85, used for crystalloid cardioplegia delivery with 4:1 ratio, did not turn and an alarm went off. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.